Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume accuracy test at 18.833. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
. H11: the device was received for evaluation. During functional testing, the reported problem "failed volume test (18.833)" was reproduced. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use, revealed 2 infusions programmed at a rate of 40 ml/hr and a volume to be infused of 20 ml, which are the recommended parameters for flow accuracy testing. The device was tested for flow accuracy and under delivered. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be adjusted to address the issue. Should additional relevant information become available, a supplemental report will be submitted.